Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent revision of implant due to recurrent pain in (B)(6) 2007, removal of implant due to erosion in (B)(6) 2011, implant of tvt-exact and intepro y-sling in (B)(6) 2012 and revision of implant due to recurrent pain in (B)(6) 2012. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, dyspareunia, infection, recurrence, urinary & bowel problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent bassini repair, direct right inguinal hernia with mesh implant reinforcement and repair of umbilical hernia on (B)(6) 2013 for progressive right inguinal hernia and umbilical hernia. No additional information was provided.

Manufacturer narrative:
(B)(4) -urinary/bowel problems; undefined recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.